Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported chipped tooth and teeth sensitivity to anything cold. No further information available.